Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulation (scs) leads had migrated. High impedances were noted. The patient underwent a lead replacement procedure and was doing well postoperatively. No further information has been obtained.